Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred, and pump supplies were changed. Customer¿s blood glucose (bg) was over 1000 mg/dl. Customer went to the emergency room and was admitted to the hospital. Insulin drip was administered, and fluids were consumed to address bg. Elevated bg was resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. Reportedly, customer was using fiasp insulin in the cartridge. Tandem technical support informed customer that fiasp was not labeled for use with pump.